Manufacturer narrative:
The reported events of lead dislodgement, loss of capture and twiddler syndrome were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Helix testing, electrical testing, visual and x-ray inspections analysis was normal with no anomalies found.

Event description:
Related manufacturer's reference number: 2017865-2021-40224. It was discovered that the patient presented in the clinic. It was noted that the right atrial (ra) and the left ventricular (lv) leads were dislodged and were exhibiting loss of capture. The physician opted to explant and replace the ra and lv lead, new leads was successfully implanted. The patient was discharged.